Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by "purulent drainage". The breach in aseptic technique was further described as "improper technique". It was reported that the patient was hospitalized eighteen days after diagnosis. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was reported as "ongoing". It was reported that the pd catheter was removed and the patient was transitioned to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.